Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and the physician experienced removal difficulties. The entire system was removed from the pt and it was noted that the tip of the balloon was missing. The tip was located and it remains in the pt. Pt status is lised as "okay".